Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. The rse confirmed that the speaker assembly} needed to be replaced. The customer ordered a replacement speaker assembly to resolve the issue. The customer assumes responsibility for the repair of the device. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating a speaker error. There was no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.